Event description:
An issue with an insulin gauge discrepancy was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer declined to speak with technical support, and the issue was documented for records.